Manufacturer narrative:
The test strips were requested for an investigation, but the test strips were not available for return. Replacement product was sent. On a regular basis, accu-chek inform test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results with an accu-chek inform ii meter serial number (B)(4). Prior to sample collection, the customer reported the first drop of blood was wiped away. A new finger was used for each meter test. At 11:29, the patient's glucose meter result was 345 mg/dl. At 11:33, the patient's glucose meter result was 229 mg/dl.